Event description:
A customer reported the control panel detached from their epiq 7c ultrasound system while transporting the unit within the user facility. The user identified the control panel had become loose and was able to prevent it from falling. A philips field service engineer installed new bolts to repair the system. No patient or user was harmed as a result of the issue. The system has been returned to service with no additional issues reported.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of this issue. The product management team determined this system was built before a more robust fastener was developed. The correction was implemented to resolve this issue and the system is in service with no additional similar issues reported.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the control panel detached from their epiq 7c ultrasound system while transporting the unit within the user facility. The user identified the control panel had become loose and was able to prevent it from falling. A philips field service engineer installed new bolts to repair the system. No patient or user was harmed as a result of the issue. The system has been returned to service with no additional issues reported.